Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: m365sc2352500. Serial: (B)(6). Batch: 7078311. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7079881. UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: m365sc2352500. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs patient underwent the procedure due to inadequate stimulation, as the patient did not receive relief of the pain symptoms. The patient underwent an implantable pulse generator (ipg) and leads revision procedure wherein their ipg and leads were explanted and replaced. The ipg and leads were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well.